Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently in the hospital with high blood glucose of over 600 mg/dl. The customer indicated that she could work with her educator on her high blood glucose and that she would provide further information about the hospital to the help line.